Event description:
Caller reported lancet protruding from fastclix lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
In absent of the device lot number, we cannot determine the manufacture date. It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Absent the device lot number, we cannot determine the manufacture date. It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.